Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) lead stretched. There was deformation/fracture of theproximal section of the inner coil. Distal conductor distortion also causes helix extension problems.

Event description:
It was reported that during implant attempt, the helix would not extend after the first repositioning. The lead was not used. No patient complications have been reported as a result of this event.